Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. (B)(4). "Lawyer-filed report - (B)(4)". .

Event description:
The pt's attorney alleged a deficiency against the device. Per additional information received the pt was experienced pain, erosion, infection, urinary incontinence, bleeding and scarring.

Manufacturer narrative:
(B)(4)

Event description:
Per additional information received, the patient has experienced uterine prolapse, vaginal/rectal scarring, adhesions, elongated cervix, posterior vaginal lesion, rectocele/cystocele, oozing, mesh erosion, sensation of something sharp poking the vaginal area (foreign body sensation), discomfort, vaginal pressure, all foreign materials/permanent sutures/mesh were removed (foreign body in patient) and additional surgical interventions.